Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cubie pocket e3 in enhanced half height drawer 3.1 had failed and could not recover. A field service engineer powered down the station and reseated both the row board connector to the drawer board and the retractor band; however, the problem persisted. The engineer manually ejected the cubies from row board e and eventually found a small piece of foil wrapper debris within the rowboard contact. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a failed cubie pocket e3 on the enhance half height drawer. This incident caused a delay of approximately 1 hour while issuing a medication to the patient and confirmed no patient harm. There were no adverse events or injuries reported based on this event.